Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo stent products that are cleared in the us. The pro code and 510 k number for the venovo stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided image demonstrates a placed stent inside the vessel with poor quality; image demonstrating the intended placement site/ the position of the stent immediately before deployment was not available so that a deviation from the intended placement site is not known. A length measurement is not possible due to poor resolution and due to missing adequate scaling information. The investigation leads to inconclusive result for malposition. The vessel was not tortuous, the lesion was pre dilated, and the user did not experience difficulty during deployment action. A 9f introducer was used for access, the system was gently held at the stability sheath during deployment, and kept stationary; slack was removed before deployment, and the introducer was secured against moving. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described; in particular the instructions for use state: 'prior to stent deployment, remove slack from the delivery system catheter outside the patient.', and 'confirm that the introducer sheath is secure and will not move during deployment. (...) Do not hold or touch the dark moving sheath during stent release (figure 7).' The instructions for use further state: 'gain ipsilateral femoral or popliteal, or jugular access utilizing an appropriate introducer sheath.' Under required material the instructions for use state a 8f introducer for stent diameters of 10 mm and 12 mm, and a 0.035 inch (0.89mm) diameter guidewire. Regarding pta the instructions for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a stent placement procedure using the venovo stent from the great saphenous vein. During the procedure, the stent was placed from the external iliac vein to the common femoral vein and then across the deep femoral vein. Later, it was found that the end of the stent was in the great saphenous vein confirmed with computed tomography and ultrasound. Therefore, this time the stent was placed from the external iliac vein to the great saphenous vein. The patient's condition is good, and there is no problem with the patency rate of the femoral vein to the deep femoral vein, which should be covered by the stent.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo stent products that are cleared in the us. The pro code and 510 k number for the venovo stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a stent placement procedure using the venovo stent from the great saphenous vein. During the procedure, the stent was placed from the external iliac vein to the common femoral vein and then across the deep femoral vein. Later, it was found that the end of the stent was in the great saphenous vein confirmed with computed tomography and ultrasound. Therefore, this time the stent was placed from the external iliac vein to the great saphenous vein. The patient's condition is good, and there is no problem with the patency rate of the femoral vein to the deep femoral vein, which should be covered by the stent.